Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was used successfully without any issues noted and the mr grade was reduced to 2-3. This cds was advanced without issue. Before the clip was deployed, the gripper line removability test was performed and the gripper line moved freely. The lock line was removed and the clip detached successfully. After the clip was deployed, the mr was reduced to <1. The gripper line was then pulled; however, when approximately 10cm of the line was outside the cds handle, the gripper line became stuck. The m deflection was released and another attempt was made to pull the gripper line, but the line did not move. The cds was removed from the steerable guiding catheter (sgc), per the instructions for use, with the gripper line in place. After removal of the cds, the gripper line was still visible coming out of the sgc. At this point the gripper line was movable and it was removed. It was confirmed that no air went inside the sgc and the entire gripper line was removed. There was no mr variation during the gripper line removal. The procedure was completed with the implantation of two clips, and the mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the incident information was reviewed. During device analysis, upon removing the hypotube surrounding the gripper line lumen coils, it was found that the gripper line had been caught bundled in between the lumen coils. The gripper line was carefully removed from the lumen coils and was measured. The full length of the gripper line was fully accounted for. Potential causes for the difficulty in removing the gripper line include, but are not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions (procedural circumstances influencing the ability to unlock and open the clip). As part of the mitraclip manufacturing process, all devices undergo 100% visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements, including verification that the gripper line is in the correct location. Additionally, there were no systemic nonconformances identified for this lot that would have contributed to the reported event. The user did not report any issues while functionally inspecting the cds during device preparation, which is an indication that the device was initially functioning properly during functional inspection. In regards to patient morphology, user technique and/or procedural conditions, bundling of the gripper line may be influenced by the technique associated with removing the gripper line from the system. In this case, it is possible that although no knots or twists were visible to the physician, the rotation of the device throughout the procedure may have introduced knots / twists within the system, resulting in a bundling prior to the gripper line being pulled through the hypotube / lumens; however this cannot be confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not identify any similar incidents related to difficulty in removing the gripper line. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guiding catheter, clip delivery system (10242625/22), lift, support plate, stabilizer. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.